Manufacturer narrative:
H.3. And h.6. The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the unit had pacer problems. A philips bench tech reported that the unit was not capable of acquiring pads/paddles ECG. During the shift check the ECG failed; when in manual mode an "ECG fault" message was displayed. The unit was left on for ~10 minutes and a system failure, cycle power error 20004 occurred; which was cleared when power was cycled. The system log showed a previous 20004 error on 5/11/06. This interruption of ECG fault could cause "pacing problems" as reported by the customer.